Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer mentioned he got too much insulin and ended up in come previously. The pump failed him back in 2011, it was replaced but the reading was not accurate and he ended up in coma. The customer's blood glucose was unknown.